Event description:
Initial report from facility stated the red luer was cracked and repaired without incident.

Manufacturer narrative:
The device was repaired and remained implanted. One red luer was returned to the MFR and the investigation revealed a crack along the parting line. User/device interface with the device may be considered for the cracking of luers. Spire will continue to monitor for luer issues.